Event description:
It was reported that a user of the ilet experienced hyperglycemia to 301 mg/dl after forgetting to announce a meal, and customer care advised allowing the algorithm to correct the blood glucose. Symptoms included hyperglycemia. Outcomes included no alerts, alarms, or need for medical intervention. Investigation included agent troubleshooting and user education focused on missed meal announcements and use of the algorithm for correction. Investigation of this case revealed no device malfunction and indicated user handling related to a missed meal announcement as the precipitating factor, with the device functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user error related to a missed meal announcement.